Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure the stent "locked" on the release moment, so it was released just a small part. The stent could not be re-cap or released. No clinical consequences were reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the flow diverter stent was partially deployed 15mm from the distal tip of the device. The delivery catheter was also found kinked. During functional testing, the catheter was flushed, and the stabilizer was advanced without difficulty, the flow diverter stent deployed without difficulty. There was some deformation noted to the distal end of the deployed flow diverter. The surpass delivery system was advanced through the returned catheter shaft without difficulty. The stabilizer was removed from the catheter and some resistance was noted. The stabilizer was noted to be kinked at 60cm from the distal end and at the distal 5cm section. Friction was noted within the delivery catheter during a patency test due to the kink noted. As per the additional information, the stent was confirmed to be in good condition prior to use and the device was prepared as per the device direction for use(dfu). The damage noted to the device during analysis is indicative of the as reported event. It is probable that the device was kinked during the clinical procedure, which would have caused difficulty advancing the stabilizer to deploy the flow diverter, and subsequently causing damage to the catheter during removal of the flow diverter system. Therefore, an assignable cause of procedural factors will be assigned to the investigation.

Event description:
It was reported that during the procedure the stent "locked" on the release moment, so it was released just a small part. The stent could not be re-cap or released. No clinical consequences were reported to the patient.